Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a left main artery (lm). A perforation was observed.

Manufacturer narrative:
Updated: h6 (codes 2135, 4614, 2993, 4755, 4118, 3233, and 11 no longer apply).

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a left main artery (lm). A perforation was observed. Additional information was received indicating the perforation occurred post balloon angioplasty. In the physician's opinion, orbital atherectomy did not cause or contribute to the perforation.